Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that her husband experiencing high blood glucose. Customer¿s blood glucose level was 500 mg/dl. It was also reported that the canula was bent. Customer declined to troubleshoot for high blood glucose. It was unknown that the customer was using auto mode feature on insulin pump. The insulin pump will not be returned for analysis.